Manufacturer narrative:
The manufacturer was contacted ds2adv auto CPAP w/humid cell/bt. The manufacturer received information alleging dryness, nose bleeds, and teeth pain for several weeks. No other clinical information or medical interventions were reported. The device was returned to the third-party service centre. And observed humidifier has contamination and pca with damage in led's dim bright, humidifier water tank contaminated, dreamstation2 blower contaminated, blower outlet seal/isolator kit contaminated, blower box kit contaminated, auto CPAP advance w/modem with electrical damage, inlet/outlet seal contaminated, warning label with stains, heater plate kit with electrical damage. The customer complaint was not reproduced. There was no error has been identified. In box h evaluation method code grid, evaluation results code grid and conclusion code grid were updated in this report.

Event description:
The manufacturer was contacted ds2adv auto CPAP w/humid cell/bt the manufacturer received information alleging dryness, nose bleeds, and teeth pain for several weeks. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.